Event description:
A report was received that the patient underwent a pocket revision due to the ipg being flipped in the pocket. The physician repositioned the ipg and the patient was reportedly doing well following the procedure.